Event description:
During the revision surgery of a custom implant the surgeon reported "the custom implant does not mate with the in-situ implant". Update 29 april2023: update from design team: from imaging and discussion with surgeon it seems the device in situ has two pegs for assembly, one peg has fractured, preventing the assembly with the new device". Update: the surgeon decided to burr out the fractured ar peg / weakened centre to pull out allowing remain lug to pulled out the surgeon reported no assembly issues after this, and threaded the new device in correctly.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a patient specific, midshaft femoral replacement, fixation peg was reported. The event was confirmed by photographs. Method & results: device evaluation and results: pictures of the patient specific, midshaft femur were taken by the healthcare facility. Visual inspection shows the upper peg has signs of damage; the upper portion of the peg looks transversely fractured, as the shiny metallic finish is not consistent. A second intraoperative image shows the upper peg of the device has been removed. Inside the lug cavity a rough surface is visible. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
During the revision surgery of a custom implant the surgeon reported "the custom implant does not mate with the in-situ implant". Update (B)(6) 2023, update from design team: from imaging and discussion with surgeon it seems the device in situ has two pegs for assembly, one peg has fractured, preventing the assembly with the new device".

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned.